Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: d10, d4 (version or model) a getinge field service engineer (fse) evaluated the unit and found a problem with the pneumatic module valve body switch. The fse replace the pneumatic module (0997-00-1178) and performed test. The device was functionally tested according to factory specifications and was released for use after testing.

Event description:
It was reported by the customer that during use the intra aortic balloon pump (iabp) had a catheter restriction alarm. There was no patient harm. The device was promptly replaced and no injuries were reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump there was catheter restriction alarm. There was no patient harm or injury reported.